Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements and high, out-of-range pace impedance measurements greater than 2,000 ohms. There was a gradual rise in measurements from 1,900 to 2,900 ohms. Unipolar muscle noise was observed with a threshold measurement of 4.5 v. This rv lead remains in service at this time. Rv lead revision was anticipated upon battery replacement, and the device battery had approximately two years remaining. No adverse patient effects were reported, and the patient was not pacer dependent with less than 1 percent pacing in the rv. Additional information received reported that this rv lead continued to exhibit elevated impedances and thresholds. Rv pace impedances were consistently high, out-of-range pace impedance measurements greater than 3,000 ohms, and rv output was increased again. Subsequently, the rv lead was surgically abandoned and replaced. The pacemaker was also explanted and replaced due to normal battery depletion (nbd) during the same procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements and high, out-of-range pace impedance measurements greater than 2,000 ohms. There was a gradual rise in measurements from 1,900 to 2,900 ohms. Unipolar muscle noise was observed with a threshold measurement of 4.5 v. This rv lead remains in service at this time. Rv lead revision was anticipated upon battery replacement, and the device battery had approximately two years remaining. No adverse patient effects were reported, and the patient was not pacer dependent with less than 1 percent pacing in the rv.